Event description:
Report received of an underdelivery of antibiotics. The homecare pt was receiving vancomycin 2000mg in 200ml of normal saline. The medication was to infuse over 2 hours. The medication was given every 12 hours. The pump alarmed for infusion complete, but only half of the solution had infused. The patient notified the customer. The patient was instructed to stop the pump. The customer took a new pump to the patient within 20 to 30 minutes of notification. The medication administration was complete. The patient did not experience any adverse effects. Though requested, no further information was available.